Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
The customer reported that : "a 55-year-old patient was taken to the operating room for revision osteosynthesis of the right clavicle. During the procedure, the drill bit of the ¿variax no. 3¿ accessory broke off inside the patient, in a screw hole. The broken drill bit remained in place as it was impossible to remove. Consequences: foreign body remains in the bone. Action: the second part of the wick was kept for examination."

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The customer reported that : "a 55-year-old patient was taken to the operating room for revision osteosynthesis of the right clavicle. During the procedure, the drill bit of the ¿variax no. 3¿ accessory broke off inside the patient, in a screw hole. The broken drill bit remained in place as it was impossible to remove. Consequences: foreign body remains in the bone. Action: the second part of the wick was kept for examination."